Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the mid1 device was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2020 that a patient underwent a minimally invasive cardiac procedure (mics) using the wolf-ohtsuka method. During procedure, the surgeon used mid1 device with glide path tape to dissect tissue around right superior pulmonary vein, inadvertently, damaging left atrium. Bleeding was observed. The surgeon then enlarged initial surgical incision, sutured perforation, and controlled the bleeding. Post-procedure patient was doing well. There was no reported device malfunction, and the adverse event was the result of a procedural complication.